Manufacturer narrative:
An investigation into the false negative event was performed by biomerieux. The returned patient samples were analyzed on 2 lots of vidas® lyme igg as well. The results of this testing found the sample to be negative for lyme igg. Further testing was performed on lia- liaison-diasorin (boreliose serology) and all-diag lyme check. The results of both of those confirmatory tests were also negative for lyme igg, confirming the vidas® lyme igg result. Additionally, the batch production record was reviewed. No anomalies were found that would have contributed to this event. Based on the investigation, the performance of vidas® lyme igg tests are within specifications and cannot confirm the customer's result.

Event description:
A customer in (B)(6) reported to biomerieux that they have observed discrepant results when the vidas lyme igg test. One patient was tested three times. The three samples were determined negative on vidas igg. A confirmatory test by western blot bioadvance was positive for lyme igg. The patient was previously diagnosed as positive for ankylosing spondylitis and polyarthralgia. When specifically requested, the customer indicated there was no impact to patient or patient treatment.